Manufacturer narrative:
(B)(4): damaged duckbill. Evaluation summary: the analysis results found that only the sleeve for the b12lt instrument was rec'd. The sleeve was rec'd with the duckbill seal open at the slit; therefore, it would not open and close as intended during functional testing. A leak test was performed and the instrument was noted to leak. A potential cause of this failure is attributed to molding, component transit, bodily fluids, or debris from surgery. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.

Event description:
It was reported by the affiliate that during a lap gastric bypass, the surgeon used 3 12mm ports. The 12 mm ports were leaking each time an instrument was manipulated in the trocar sleeve. Later on in the procedure, they leaked continuously - we removed the top seal and saw that the duckbill stayed open, without any instrument inserted. In the end, the procedure took 5 hours and more than 1000 liters co2 were used. The insufflators setting was on 17 - the last 2 hours in the procedure, the insufflators only managed to get to 14 - and was pumping continuously. Procedure was completed with these devices.